Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. External and internal visual inspections revealed exposed wires coming from the power supply. Due to the exposed power supply, the defected cable was unable to be used for any testing.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power supply cable. The power supply cable was replaced and there were no adverse consequences reported by the patient.